Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent high and low glucose values while using the ilet, with pump pauses during workouts followed by a glucose drop from hyperglycemia to hypoglycemia, leading the user to discontinue the ilet and resume multiple daily injections; the medical device problem remained unclear and the device component could not be specified. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact, and the hypoglycemia was treated with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient available information and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.